Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the blood sampling valve (bsv) probe was slightly bent. The fse straightened the probe and the instrument ran without leaks, errors and passed background checks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 1 ml of clear fluid leaked from the probe of the coulter lh 500 hematology analyzer. The customer stated the backgrounds were failing and the instrument was generating rinse block error. The leak was not contained within the instrument. The operator was wearing gloves, goggles and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.